Manufacturer narrative:
The implant was examined under high magnification. The examination showed a yellow color and tissue residues. The xive implant destined for insertion in human jaw bone has a surface of grey color. Whereas the xive practice implant is yellow. Implants never show residues of tissue and bone when removed immediately after insertion. In summary it can be said, that a practice implant was inserted into the patient´s jaw. This implant is not for human use as it can be read on the package label. The production is not controlled and the implant is neither clean enough nor sterile. Inserting practice implants into humans can lead to implant loss.

Event description:
It was reported that a (B)(6) male patient with poor oral hygiene received a xive s dental implant d3.8/l11 on (B)(6) 2016 in region 06 (fdi # 13). Since the implant had no primary stability, it had to be removed.